Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The following cosmetic damage was also found on the device: cracked case at the display window corner, cracked reservoir tube lip, minor scratches to the lcd window, and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error while trying to do a bolus. The patient's blood glucose at the time of incident was 118 mg/dl. Customer stated that none of the buttons were working, and after a battery change she was able to clear the button error alarm but then the keypad became completely unresponsive. Troubleshooting was initiated for the button error alarm. The customer does not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.